Manufacturer narrative:
The analysis was performed on a cobas 5800 instrument (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications. No evidence was found to suggest that the assay impacts the test's limit of detection for hcv, hiv, or hbv. A review of the provided data confirmed that the internal control (ic) was functioning as intended, ensuring the invalidation of results under suboptimal conditions to prevent false non-reactive outcomes. Robust amplification curves in the rmc positive and negative controls validated the results for the ic and the targets (hiv-1m, hiv-1o, hcv). Additionally, no hardware-related issues were identified, and a review of quality control data did not reveal any issues related to the customer allegation. No systemic product issue was indicated based on the complaint history analysis. The observed discrepancy was most likely attributable to variabilities within the systems and pre-analytics. The device remains in operation at the customer site.

Event description:
The initial reporter alleged questioned results with the kit cobas 58/68/8800 mpx 192t ce-ivd assay on the cobas 5800 instrument. The customer conducted a study transitioning from the taqscreen mpx assay to the cobas mpx assay. Plasma samples with a hepatitis c virus (hcv) titer of 21 international units per milliliter (iu/ml) were tested using the cobas mpx assay, but hcv titers could not be obtained for several samples. The customer reported that hcv was detectable with the taqscreen mpx assay using the same samples.